Manufacturer narrative:
The product is to b returned for eval and testing, but has not been rec'd. Add'l info will be submitted within 30 days upon receipt.

Event description:
Prior to use and during prepping, the mini complex coil 2x2 was prematurely detached and the tip of the introducer was noted to be bent. Another product was used to complete the procedure. There was no problem with the prowler 14 microcatheter. There was no adverse event and this procedure was successfully ended. No other info was available.